Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported during an implant procedure on (B)(6) 2025, a patient's right ventricular (rv) lead presented with dislodgement and the helix would not retract. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.